Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported on (B)(4): nurse began patient's magnesium infusion and programmed pump to infuse 50ml for one hour, showing a rate of 50ml/hr. Nurse double checked pump and line prior to walking away. Approximately 2 minutes later the patient called the nurse over and stated, "I believe this is running too fast. I'm also very warm." Nurse immediately stopped the pump and pump showed a rate of 333ml/hr. Patient was flushed. Nurse opened saline wide and let that infuse. Nurse monitored patient for a few minutes and patient stated, "I feel fine now. I'm not hot and don't feel any different than my norm now." Nurse removed pump from floor. New pump was used to infuse saline, then magnesium restarted at rate of 50ml/hr. Nurse continued to monitor patient and pump with no further issues.